Event description:
While setting up a customer with a software upgrade to version 4.1.1 for the advia labcell, a bayer lab automation system, it was discovered that the results from a sample were transposed to the following sample because of a barcode transmission error between the labcell software and the advia 1650 software. The sample failed a delta check in the laboratory's info system and it was repeated manually. The result did not match the initial results. The report sent to the physician was amended prior to conducting any pt intervention. No death, serious injury or pt treatment occurred. The software upgrade to version 4.1.1 was stopped and the instrument was rolled back to the previous version of software version 4.1.0. Inhouse evaluation at bayer identified the software bug associated with this event to a bug associated with this version of software (4.1.1) only in the labcell system. There are no other customers with version 4.1.1 and there are no software upgrades scheduled and the software will be corrected for the error with the next scheduled release version 4.1.2. I.e. The host system picked up a difference in results versus previous sample results. For medical device reporting purposes this event is considered closed.